Manufacturer narrative:
(B)(4). Date of birth: (B)(6). Shell with cluster holes porous 60 mm o.d. Size mm for use with mm liners. (B)(4). Concomitant medical products: item# 00771101100, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset, lot# 61880447; item# 00877001440, metasul taper liner mm/40, lot# 2556818; item# 00877004005, msul hd 40 12/14 sz xxl/+10.5 xl/+10.5, lot# 2555074. Report source: foreign source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient experienced inguinal pain, iliopsoas tightness approximately two years post initial implantation. Patient was prescribed physical therapy. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. Evaluation of radiographs provided noted the right hip arthroplasty components were anatomically aligned without any abnormalities. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.